Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an error code was found in the device's error log. The device has a pressure sensor mismatch. The active exhalation control module, 3-way solenoid valves and machine flow sensor were replaced to resolve the issue. Additionally, the unit had performance verification tested performed: barometric pressure sensor verification, environmental sensor verification, ambient light sensor verification, button verification, fan, lcd and leds verification, audible alarm verification, usb and nurse call verification, system current leakage verification, external flow sensor verification, power source and fail detection verification, touchscreen verification, system leak & low flow o2 verification, flow verification, aecm solenoid valve verification, active exhalation verification, pressure verification. The device has been returned to full clinical use. The active exhalation control module, 3-way solenoid valves and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module, 3-way solenoid valves and machine flow sensor functioned as designed and operated without issue or error codes. However, contamination was observed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an error code was found in the device's error log. The device has a pressure sensor mismatch. The active exhalation control module, 3-way solenoid valves and machine flow sensor were replaced to resolve the issue. Additionally, the unit had performance verification tested performed: barometric pressure sensor verification, environmental sensor verification, ambient light sensor verification, button verification, fan, lcd and leds verification, audible alarm verification, usb and nurse call verification, system current leakage verification, external flow sensor verification, power source and fail detection verification, touchscreen verification, system leak & low flow o2 verification, flow verification, aecm solenoid valve verification, active exhalation verification, pressure verification. The device has been returned to full clinical use.